Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker had reverted to safety mode. Technical services (ts) was consulted and recommended device replacement due to safety mode settings. No further information was provided. This device remains in service at this time. No adverse patient effects were reported. Additional information was provided stating that this device was explanted and successfully replaced. Other than the intervention, no additional adverse patient effects were reported. This device has not been returned for analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker had reverted to safety mode. Technical services (ts) was consulted and recommended device replacement due to safety mode settings. No further information was provided. This device remains in service at this time. No adverse patient effects were reported.